Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to aortic insufficiency. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to aortic insufficiency could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient expired on (B)(6) 2019 due to aortic insufficiency. An autopsy would not be performed. The pump would not be explanted and would not be returned for evaluation. There is no product available for investigation. Multiple requests for additional information regarding the events were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.